Event description:
It was reported a patient underwent a thigh and arm lift on (B)(6) 2024 and topical skin adhesive was used. The adhesive is causing an immune response to the product, causing her face to swell. It is reported, the patient has stated they have type 1 diabetes, which is an autoimmune disorder, to which why the has caused this reaction. The immune response has not been confirmed via a medical professional and is a statement from the patient. The patient reported no allergies prior to the surgery. The adhesive was applied to interior arms and legs, in which it also was applied in the groin area. The groin area had dense hair removed prior to the application of the adhesive. On the arms, the patient has reported blistering and removed the dressings one week after surgery. Exact dates to be determined. The patient was sent home with a patient care leaflet. Patient removed arm dressings prior to contacting a healthcare professional. Hospital said that upon examination the arm areas were red where the dressings were prior to removal. There have been no other skin areas damaged which has been reported so far. The patient was seen two weeks post op, and the dressings which remained on the legs and groin were advised by the clinicians to keep intact as was healing well. All adhesive dressings have been removed for nearly two weeks, and the patient is still suffering swelling of the face. The patient has said this is because the adhesive has triggered an autoimmune response. Hospital has informed me that the patient has also applied a mixture different products on her face to reduce swelling and taken antihistamines. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: g07002 - device not returned. Additional information provided: patient had stitches glued in 2009 using what they assumed was the same product and had no reaction. Mon (B)(6) - patient had prineo dressings applied to axilla & arms following brachioplasty surgery and to groin & thighs following medial thigh lift. Thursday (B)(6) - email correspondence from patient with reference to post op medication prescribed and that their healing is generally going very well. Patient had concerns regarding their groin area, the glue was sticking to the compression garments and pulling at the wound. Advice given to patient was to apply some gauze over the area that was sticky or a clear tegaderm. Patient applied clear tegaderm over the top and confirmed this had worked and was happy. Friday (B)(6) - email correspondence from patient in which it was confirmed the healing was going well and they were up and about. Tuesday (B)(6) - email correspondence from patient to say they were struggling with the dermabond, their skin felt like it was burning and blisters were evident, they had removed a small one at their elbow, the wound had healed well but blisters were present surrounding the wound and felt better since removing the dressing. There had been itching the day before that had intensified monday (B)(6), patient thought that the burning, particularly in the axilla, was a sign of dermatitis and needed to be relieved. Patient suggested cleaning the area with hocl and applying new dressings, patient advised not to apply dressings over the top of the blistered area, patient had their first post op appointment with the surgeon later that day and to remove the dressings if they were causing irritation and further advice would be given by the surgeon at their follow up. Patient sent pictures of arms and some redness and small blisters present, patient said they would keep the leg dressings on as they could just about tolerate them but would remove the arm dressings. Tuesday (B)(6) - patient seen in clinic by surgeon and myself. Wounds on arms had healed really well but there was some redness and some small blisters present. Dressings on legs were still in situ, skin looked healthy and no obvious signs of any infection, patient advised to keep dressings on as tolerated and advice given to remove the dressings if necessary. Thursday (B)(6) - whats app message from patient and pictures to say they had to remove the prineo dressing from the legs as the histamine reaction was too much to bear despite antihistamine over the last couple of days. They had treated the area around the arm with some steroid cream which was beginning to take effect but had not applied it to the wound itself, we had not advised the use of steroid cream. Patient had also cleaned the thigh wounds with hocl (hypochlorous acid), healing looked really good and patient was happy with how the healing looked. The prineo dressing was still attached to the rest of their groin and not experiencing the intensity of the itching there and dressing still firmly attached. Friday (B)(6) 2024 - whats app message from patient to say that the dressing was starting to detach from the groin area and so had removed it, cleaned the area with hocl and applied steri strips to a small area that had opened about 50mm in length. Requested that we didn't use the dressing on her again as still struggling with anti-histamine flare ups, particularly on their arms. Monday (B)(6) 2024 - email from patient to say had cleaned the small groin area again with hocl and applied a silver dry dressing. Was still having spontaneous rashes, now on her face and neck, they had treated their face with a silica based moisturiser and aloe vera over their arms and legs. Still using anti-histamines. Patient opinion was it was related to the dermabond glue and predisposition towards autoimmune reaction. Patient said would contact gp if her rash worsened as thought it might be a viral rash. Patient advised she also has terrible reactions to bites/most wool etc etc as well as penicillin. Tuesday (B)(6) 2024 - email correspondence from patient, pictures sent of eyes and face and neck, skin red and blotchy, patient said rash is developed, c/o sore, itchy, raised and bright red, eyes swollen. Patient had put a covering of steroid cream on at this stage. The rest of their body was currently ok apart from the upper outer edge of her armpits and left inner wrist. Patient said she had forgot to mention that they once had stitches glued in 2009 using what they assumed was the same product and had no reaction. Mouth and tongue not swollen. Telephone call with patient, sat relaxing with a friend, didn't expect a phone call and was sending email for reference ahead of follow up telephone call with myself the following day. Wednesday (B)(6) 2024 - telephone call with patient, advised still had some rashes but was settling down. Still using antihistamines, thought it was the dressing, documented on patient record not to use dermabond again, no further input needed and would keep us updated. Happy with wound healing, apart from small groin area. Patient not happy with results and thought she would need revision surgery to correct. Thursday (B)(6) 2024 - email correspondence from patient with pictures, patient states that things going from bad to worse with the reaction to the dermabond. Said antihistamine was now ineffective against the itching and soreness, left axilla is sore and inflamed and burning. Left thigh is very sore around the incision site and developing hyperpigmentation around several of the sites. Rash was settling on face. Advised patient to see gp. Friday (B)(6) 2024 - surgeon spoken to patient this morning, patient not seen gp, rash was settling down. Patient is coming in to the clinic today additional information has been requested and received. ¿ what is the procedure date (dd/mm/yyyy)? (B)(6) 2024 ¿ what date did the reaction occur on (dd/mm/yyyy)? Unknown ¿ what does the reaction look like and how large of an area does the reaction cover? Patient recovered. ¿ do you have any pictures of the reaction? Pictures requested but not received. ¿ please confirm there was no medical or surgical intervention performed to treat the patient. No ¿ were the antihistamines medication prescribed by a physician or purchased over the counter? Counter ¿ can you identify the lot number of the product that was used? Unknown ¿ what is the most current patient status? Patient recovered ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. If further details are received at a later date a supplemental medwatch will be sent. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: additional information has been requested received. If further details are received at a later date a supplemental medwatch will be sent. Mr (B)(6) (dr) has gone on annual leave now and has said he will write his opinion as to the etiology of or contributing factors to this event when he returns. Is photo available of patient reaction? Photos, taken at varying times. Was any prescription strength medication prescribed? Please specify? No. Was the topical steroid prescription strength? Unknown ¿ patients own cream, used a silica based moisturiser, a steroid cream and used hypochlorous acid (hocl) to clean the wounds when she had removed the dressings. Were any other prescription medications prescribed? No. Was any surgical intervention performed? No. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. Dermabond prineo mesh applied over approximated wound closed with monocryl. Dermabond prineo glue applied to mesh. What prep was used prior to, during or after adhesive use? Prep to skin used prior to surgery, chlorhexidine was a dressing placed over the incision? If so, what type of cover dressing used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Allergies stated at the beginning of the procedure. Once reaction taken place, patient stated had allergy to dressings. Is the patient hypersensitive to pressure sensitive adhesives? No allergies stated at the beginning of the procedure. Once reaction taken place, patient stated had allergy to dressings. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No, patient asked about allergies prior to procedure and none stated. Patient demographics: initials / ID, gender, age or date of birth; bmi : sb, female, 59, bmi 24. Patient pre-existing medical conditions (ie. Allergies, history of reactions) : allergy to penicillin & aubergines. Breast ca ++ 2012 - no recurrence. Tia - 2014 due to cancer medication, no further incident. Type ii diabetes, well managed, stable. Regular medications: metformin 500mg od. Bempodeic acid 180mg od. Ezetimibe 10mg od. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No allergies stated at the beginning of the procedure. Once reaction taken place, patient stated had allergy to dressings. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Product code and/or lot of product used? Unknown. Product packaging disposed of after procedure. Current patient status. No rash or swelling. Name of surgeon? Mr. (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Mr. (B)(6) is now on annual leave but will write something when he returns. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information: the patient is claiming allergic reaction, which could be possible of course. The surgeon and dermatologist suspect this, but the patient is not believing them. Request if anything being seen on photos with regards to dermabond prineo. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Was any prescription strength medication prescribed? Please specify? Was the topical steroid prescription strength? Were any other prescription medications prescribed? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.